Event description:
Acct. Reports that there have been three issues with the set: one the hub on the extension set "comes off", the lever lock falls off the extension set, and when they connect the lever lock to the end of the primary set to attach it to the extension set, it falls off. No pt injury reported.